Event description:
My name is (B)(6). I had a dental implant installed on (B)(6) 2012. The implant procedure was initially very successful. On (B)(6) 2015, I experienced sharp pain in my upper left jaw (the implant location) and my xrays and told me that I had a serious problem and that I must see an oral surgeon immediately. I saw the oral surgeon on (B)(6) (dr. (B)(6) dds). He found that the implant post had failed, that it was broken into two pieces, and had to be removed. He removed the broken off piece and gave it to me. (I still have it.) The post was removed on (B)(6) 2015. The oral surgeon told me that the breaking of the post was unacceptable. He further recommended that I notify the post MFR, nobel biocare, for a resolution of this problem. He also clearly stated that in view of the resulting tissue damage and the bone condition, no further surgery should be attempted. He also suggested that I return to the original oral surgeon for a second opinion about how to resolve this implant problem. This second oral surgeon (dr. (B)(6)) also advised against any further implant surgery. As a result of these diagnoses and recommendations, I feel that nobel biocare should compensate me for my losses. Since further implant activity is not recommended, my only recourse is to do the best I can by using fixodent to try to hold the dental plate in place for out of pocket costs for above: dr. (B)(6) total: (B)(6). Was someone operating the medical device when the problem occurred? Yes. If yes, who was using it? The person who had the problem. By phone, recommended that we file with FDA.